Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4). Correction: initial reporter occupation updated. Report source field updated to include proper selection. Hardware parts were replaced during the system checkout. Additionally, evaluation summary attached field updated to proper value. Usage of device updated to proper value. Device evaluation: the monitor was returned to medtronic for evaluation. The returned monitor displayed a good image with no anomalies when connected to a known good system. There was no problem found with the returned monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon cart monitor was faulty. There was no patient present when this issue was identified. No additional information was provided.